Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). 510k is unknown. No information has been provided to date. UDI is unknown. No product information has been provided to date. A manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. A product sample was received for evaluation and was forwarded to the supplier for analysis. Visual/functional testing and root cause analysis are in progress. Should additional information be returned pertinent to the investigation, a supplemental report will be filed.

Event description:
It was reported that the device had an air leaking from it. No patient injury was reported.